Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had keypad unresponsive. Customer¿s blood glucose was unknown at the time of incident. Customer reported that the buttons have to be pressed more than once. Device will not be returned for analysis.